Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was received from the reporter stating the unspecified "constant occlusion alarm" was clarified as a "constant upstream occlusion alarm". Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "constant upstream occlusion alarm" which was verified through a review of the event history log by the presence of "upstream occlusion!" Messages and was duplicated during evaluation by troubleshooting the device. The cause was determined to be an out of specification ultrasonic sensor upper fluid and lower fluid calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.